Manufacturer narrative:
The referenced syncopal event on (B)(6) 2016 was reported under medwatch MFR report# 2916596-2016-02046. Approximate age of device - 2 years, 9 months no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experienced a syncopal event and had fallen from a chair during a system controller exchange on (B)(6) 2016. The patient¿s condition had slowly declined since the fall. Approximately 3 weeks after the event, the patient suffered an embolic stroke with right sided involvement and aphasia. No acute treatment for the stroke was provided, and the patient was medically managed. The patient was unable to eat, so a gastrostomy tube and tube feedings were initiated. The patient was in a rehabilitation facility for approximately 1.5 months after the stroke. The patient then was discharged home after refusal of further care. On (B)(6) 2017, the spouse reported that the patient was restless and confused, and that the system controller was producing a low flow alarm. It was reported that the lvad was functioning; however, the patient was unresponsive. Emergency medical services arrived and found the patient was asystolic. Chest compressions were performed; however, the patient was unable to be resuscitated. Implantable cardioverter-defibrillator (ICD) interrogation revealed no arrhythmias or shocks delivered. The lvad clinician reported that the patient likely aspirated or suffered a neurologic event. No autopsy was performed, and no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported events of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.